Event description:
It was reported that during an interventional procedure to treat a restenotic graft to the diagonal and the om, a stent was inadvertently deployed across the branch leading to the diagonal. A dilatation catheter was passed through the struts of this stent, and inflated to treat a lesion in the branch; an unsuccessful attempt was then made to pass a stent delivery system (sds) through the struts. It was then decided to dilate the struts of the stent with the dilatation catheter (contrary to IFU) in order to be able to pass the sds through the stent struts. The dilatation catheter ruptured at 14 atm, near the proximal marker. The balloon material accordioned distal to the strut when an attempted was made to remove the dialatation catheter; attempts to remove the balloon from the stent strut were unsuccessful, and the dilatation catheter separated at the guide wire exit notch. The proximal end of the dilatation catheter was removed from the anatomy, leaving the distal segment in the coronary vasculature with several inches extending into the aorta. Attempts to remove the distal segment included the use of snare wires, and biotome biopsy tools. A second guide wire was advanced, and an attempt was made to advance a 1.5mm opensail dilatation catheter across the stent strut; the guide wire was able to cross, but the dilatation catheter could not be advanced to the stent. Efforts to remove the dilatation catheter were hampered by the inability of the clinicians to visualize the distal segment of the catheter, which was not radiopaque. The pt, who was not a surgical candidate, was placed on anti-coagulants and returned to their room. 16 days after the event, a second surgical evaluation was performed and the pt was not found to be a surgical candidate. A second interventional proceudre was performed on the next day, in which stents were deployed to secure the catheter shaft against the vessel wall. Stents were deployed proximally to the takeoff, and a small section of catheter shaft was left hanging out in the aorta. No further info was provided.